Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported the infusion tubing was blocked and could not pass the test during vitrectomy. The surgery was completed on same day, after replacing the product with another one. There was no patient impact.